Event description:
The iab leaked. Blood was noted in the catheter.

Manufacturer narrative:
Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque during iabp.